Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel globules in the serum, poor barrier separation, fibrin, and unknown erroneous ion results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel globules in the serum, poor barrier separation, fibrin, and unknown erroneous ion results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received photos or samples for investigation. Upon visual inspection of 100 retained samples, no gel defects or additive defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of june 2025. Therefore factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes (oil gel globules, rbcs in barrier, and fibrin) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Additionally, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because the no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. This complaint is unable to be confirmed for the indicated failure modes erroneous results-unknown ion, oil gel globules, rbcs in barrier, and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.